Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: luca bertoglio, alessandro grandi, gian franco veraldi, raffaele pulli, michele antonello, stefano bonvini, et al., (2023). Mid-term results on a new self-expandable covered stent combined with branched stent-grafts: insights from a multicenter italian registry. Journal of vascular surgery, 77(6):1598-1606.e3. Doi: 10.1016/j.jvs.2023.02.007. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal of ¿vascular surgery¿ titled ¿mid-term results on a new self-expandable covered stent combined with branched stent-grafts: insights from a multicenter italian registry", that there were two type I/iii endoleaks due to distal migration of the stent during deployment. It was further reported that four out of seven hundred and an eight treated target vessels had developed vessel occlusion which required relining of a new covered stent or a different bridging stent. The current status of the patients is unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation and no x-ray images were provided which leads to inconclusive evaluation result. Based on the information available, it was reasonably suggested that the off-label use has contributed significantly to these events, respectively that the off-label created the potential for its occurrence. Furthermore, it can be reasonably suggested that the users in these cases were aware of the off-label use of the products. Labeling review: current version of relevant labeling applicable for this product was reviewed. Based on the instruction for use the covera¿ plus vascular covered stent is indicated for use in hemodialysis patients for the treatment of stenoses in the venous outflow of an arterio-venous (av) fistula and at the venous anastomosis of an eptfe or other synthetic av graft. In addition, the covera¿ plus vascular covered stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. Therefore, the use of the device during bevar procedure represents an off label use. Precautions were found included in the instruction for use, e.g., "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established." H10: luca bertoglio, alessandro grandi, gian franco veraldi, raffaele pulli, michele antonello, stefano bonvini, et al., (2023). Mid-term results on a new self-expandable covered stent combined with branched stent-grafts: insights from a multicenter italian registry. Journal of vascular surgery, 77(6):1598-1606.e3. Doi: 10.1016/j.jvs.2023.02.007. H10: g3 h11: b5, h6 (device, method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal of ¿vascular surgery¿ titled ¿mid-term results on a new self-expandable covered stent combined with branched stent-grafts: insights from a multicenter italian registry", that there were two type I/iii endoleaks due to distal migration of the stent during deployment. It was further reported that four out of six-hundred and fifty-three treated target vessels had developed vessel occlusion which required relining of a new or a different bridging stent. The current status of the patients is unknown.